Event description:
It was reported that the ilet displayed an alert associated with an audio over/under current condition, after which the user restarted the device and observed insulin leakage from the cartridge that had been overfilled reporting a blood glucose of 401 mg/dl; a full supply change was performed and glucose levels trended down thereafter. Symptoms included hyperglycemia with thirst. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no findings available, with insufficient information regarding a device component, and the medical device problem could not be further characterized beyond the reported alert and leakage. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.